Event description:
Reporter alleged blood glucose measured 500 mg/dl at 7:18 am. It was stated customer took her normal dose of insulin and no further actions or medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.